Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the investigator's assessment reported that the adverse event was not related to a study procedure nor to the device or therapy. The sponsor's assessment reported that the adverse event was related to the device; possibly the ins. The rationale for relating the adverse event to the device was that the event resolved after system modification was done; they were still confirming the event root cause. The alleged issue was exacerbation of herniated disc and sciatica. Diagnostic tests were performed and the adverse event resulted in the subject being hospitalized from (B)(6) 2024. The adverse event resulted in treatment; the adverse event was treated with a system modification. The x-ray result was unknown and the clinical significance was unknown. The outcome of the adverse event was noted as "recovered/resolved". The adverse event ended on 2024-apr-25. The system modification was on (B)(6) 2024 and it was noted that the ins, lead 1 and lead 2 were surgically modified on that date due to the adverse event. No new ins nor leads were implanted on the date.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the spinal cord stimulator (scs) was removed to allow for surgery on the herniated disc. Limited details available as surgery was performed overseas and subject was not forthcoming with the details. Herniated disc surgery, led to serious deterioration in the health of the subject, as defined by: medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The assessment was updated to not related to procedure/device/therapy. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.